Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and post op CT scan shows a medial breach of the right l2 screw.

Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that after the scan was uploaded, the software alerted the user of a registration shift. The warning presented states "registration shift. A shift in registration has been detected. Would you like to re-scan the patient? Note: if continuing without re-scan, complete an anatomical landmark check.". The user acknowledged this warning and proceeded. When presented with this warning, the user should perform a landmark check on patient anatomy before proceeding with the placement of screws. The screw was revised intra-operatively and there was no reported adverse effect to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.